Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited multiple noise reversion episodes due to noise on the ventricular channel. No intervention was performed. No patient symptoms were reported.